Manufacturer narrative:
It was reported that the left humerus had a breach at the seal (heat seal). Customer discarded both kits and pulled new ones. Damaged kits found during unboxing process. Not used on patient. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
The left humerus had a breach at the seal (heat seal).